Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). No specific bg (blood glucose) levels were provided while wearing the pod between 1 and 4 hours. Symptoms reported include hyperglycemia and ketones. The patient was treated with insulin, saline and electrolytes. The patient was released in three days. The pod was removed a day prior to admission. It was found the customer was unable to activate a pod as they were attempting to activate the pods with an incompatible cgm (continuous glucose monitoring) system.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.